Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, last (B)(6), the thread broke at the swage. There was no patient involved in this event.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of forty-seven devices. The visual inspection and functional evaluation of the samples had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, the suture was not treated or hydrated prior to use. No known impact or consequence to patient.